Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Reportedly, the battery issue led to the pump shutting down. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.